Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested 4.2 & 2.4 inr on the coaguchek xs system while a professional coaguchek xs system returned as 2.3 & 2.3 inr. Result of 2.4 inr was reported to patient's physician. No adverse event reported. Requested return of suspect system.